Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure except for the lead. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient does not get relieve from the scs and does not even turned it on anymore. It was also reported that the patient was experiencing discomfort. The patient will undergo an explant procedure.

Event description:
A report was received that the patient does not get relieve from the scs and does not even turned it on anymore. It was also reported that the patient was experiencing discomfort. The patient will undergo an explant procedure.